Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Also, it was noted that pacing not delivered when required. This lead was surgically abandoned. No additional adverse patient effects were reported.